Event description:
Weld is failing on knee gatch on linet beds causing the bed to need repair. In some instances the patients must be moved because the foot of the bed goes passed the stopping point and cuts all the mechanical wiring.